Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported contamination peritonitis. The patient was not following aseptic technique. The patient was not hospitalized and was treated with antibiotics. Medical records have been requested.